Event description:
When attempting to deploy a boston scientific hemoclip, the deployment wire would not detach from the clip. Upon inspection of the handle, it appeared that a wire and spring malfunctioned inside the handle and therefore would not detach from the clip. It had to be pulled on then it finally released. Two additional clips were placed successfully, without any complications.